Event description:
The consumer stated that the product is dangerous because the cotton comes off of the tip when using. Document number: (B)(4). Report number: (b)(4. Retailer: (B)(4). Retailer state: (B)(4). Purchase date: (B)(6) 2017, this date is an estimate.